Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the valved cannula leaked during a vitreoretinal procedure. There was no patient harm reported. Additional information was requested.

Manufacturer narrative:
The three returned samples were visually inspected and 1 of 3 samples was found to be conforming. The remaining two samples were found to have damage to the septum. A device history record review for each of the trocar valve entry lots was conducted. No anomalies were found based on the device history record review. A complaint history examination indicates that this is the first complaint received against the trocar lots. The root cause of how the trocar valve became damaged cannot be determined from this evaluation. (B)(4).